Event description:
It was reported that prior to a biopsy procedure, the device allegedly does not fire properly or all the way. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum instrument was returned for evaluation. The magnum instrument was visually inspected upon receipt and was found to be in good overall condition. Sleds have visible wear lines the device was functionally tested and passed the tests. However gun primed and fired with lots of resistance due to the gun is extremely dry. Further, the parts scrape together when cocking slide is moved. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported failure to fire issue the investigation is determined to be confirmed for the identified gun primed and fired with lots of resistance. The root cause for the reported failure to fire issue cannot be determined as the problem could not be reproduced. The root cause for the identified gun primed and fired with lots of resistance was determined to be the gun is extremely dry identified during evaluation. During evaluation it was also determined to be sleds have visible wear lines are likely contributing to the identified device difficult to set up or prepare issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. Expiry date: 02/2026.